Manufacturer narrative:
The smart card and a photo were received for analysis. A review of the smart card data confirmed the occurrence of an alarm #25: prime 1 alarm and an alarm #57: return pump (#3) error alarm. The alarm #57: return pump (#3) error alarm occurred due to the return pump motor turning in the wrong direction. An alarm #25: prime 1 alarm can occur if the collect line clamp was not closed, if the return line clamp was not opened, if the return pressure dome was not properly installed, if the return line was not connected to the needleless port on the collect line, or if the anticoagulant pump tubing segment was not installed properly on its pump head. A leak from the collect pressure dome would not be consistent with any of these potential causes for an alarm #25: prime 1 alarm. A review of the photo confirmed the leak near the collect pressure dome. However, the evaluation could not determine the root cause of the leak as no kit defects were confirmed during the evaluation. Trends were reviewed for complaint category, alarm #57: return pump (#3) error. No trend was detected for this complaint category. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d150 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Uvadex lot# ad1436 (manufacture date: 09/01/2014 expiration date: 08/31/2017) was reviewed. No trends or nonconformances related to the complaint were noted. Please note the treatment was aborted prior to the administration of the uvadex. Trends were reviewed for complaint categories, alarm #25: prime 1 and pressure dome membrane leak. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated for the investigation of pressure dome membrane leak. This assessment is based on information available at the time of the investigation. The analysis of the returned photo and smart card is still in progress. A supplemental report will be filed when the analysis of the photo and smart card is complete. (B)(4). Device not returned to manufacturer.

Event description:
A clinical services specialist onsite for training reported an alarm #25: prime 1 alarm during prime. At 173ml of whole blood processed, the operator became aware of a leak at the collect pressure dome. The operator decided to abort the treatment without returning the volume to the patient. The patient was reported to be in stable condition. The smart card and a photo were submitted for investigation.